Event description:
Per the audiologist's report, the patient went to the clinic in 2007, reporting pain at the implant site. The surgeon determined that the cochlear implant was extruding, admitted the patient to the hospital, and explanted the device. The patient was reportedly treated with intravenous antibiotics. No specific dates were reported. Reimplant surgery is anticipated within 3 months.